Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 38 synergy¿ drug-eluting stent, the stent came off and remained inside the hoop when the device was removed from the hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent returned inside the stent protector and damaged with struts bunched and overlapping. The stent could not be removed from the stent protector due to bunching and overlapping of struts. The product stent protector was returned for analysis with the device however the inner diameter could not be measured as the stent was stuck inside the stent protector due to bunching and overlapping of the struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and midshaft section found the midshaft kinked at the port site. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 38 synergy¿ drug-eluting stent, the stent came off and remained inside the hoop when the device was removed from the hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.